Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that despite a recent battery change, the meter would not power on at 3pm on (B)(6) 2018. The patient manages her diabetes with insulin pump therapy. She reported that as a result of the alleged issue, she was unable to test her blood glucose level. She indicated that at about 4pm on (B)(6) 2018, she became ¿shaky¿. She stated that at 6:30pm on (B)(6) 2018, she ate cheese to ¿relieve¿ her shakiness and felt better a short time later. No additional assistance was sought. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided there had been no misuse of the meter. The patient confirmed that she was using the correct test strips but the meter would not turn on when a new test strips was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Shaky, after the meter stopped powering on.